Event description:
New information received stated that the pulse generator was explanted. The explant date was unknown. No further information was reported.

Manufacturer narrative:
The field complaint of eri being triggered was confirmed. Device was received in backup mode with battery voltage had reached eol level. Longevity assessment was performed based on field settings and the projected longevity was considered normal. Analysis of the device image indicated that backup mode was caused by code corruption, the cause that triggered code corruption was unknown. Testing performed after reloading product code indicated normal device functionality.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited a false eri alert. The alert was cleared. Patient was fine and there were no adverse events to the patient.